Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) had delivered seventy shocks to the patient that the nurses were unable to prevent the device from delivering the shocks. The patient thought someone had intentionally tampered with the device. The ICD remains in use. No further patient complications have been reported as a result of this event.